Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer received third party assistance from their wife who gave a correction injection to address bg. The customer reverted to an alternate method in insulin therapy.